Manufacturer narrative:
The esu was thoroughly inspected/tested. A technical safety check was performed on the generator. This included an electrical safety check, a function check of each of the equipment's features, and a power output check. All features were/are functioning properly within specifications for the device. No anomalies were found in the review of the unit's device history record (DHR). In conclusion, no equipment problem was found that would have caused or contributed to the event. Based upon the reported event, it appears that flammable substances applied to the surgical site were not allowed to sufficiently dry/evaporate when diathermy was applied which resulted in the combustion/fire at the site. A warning in the esu's user manual addresses this issue. No trends have been identified with this incident. Erbe USA, inc. Is now closing the file on this event.

Event description:
It was reported that a patient incident occurred with the electrosurgical unit (esu/generator). The event occurred during a surgical procedure to drain an abscess on a patient's left flank. Specifically, after the skin was rinsed, disinfected with betaseptic®, as well as anesthetized with xylocain 1% and sodium bicarbonate; the surgeon began to coagulate [note: settings soft coag, effect 10 with a nessy omega return electrode (part number 20193-082, lot number 180309-0813) applied on the patient's right thigh] a small subcutaneous vessel with the electrosurgical current. Then, there was combustion/fire of about 1 cm in diameter around the incision site. The result was patient pain and a first degree burn of 10 cm² at the site. To address the issue, ointment and gauze was used to treat the patient. Note: the esu was distributed by our parent company (erbe elektromedizin (B)(4)) to a (B)(6) medical facility.